Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner operated intermittently. A different cable and scanner did not change the issue. A field service engineer inserted the usb connector in a port on the rear of the med station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner failed and was unable to scan any barcode or medication. It could only scan the badge. The malfunction occurred when a user tried to issue medication to a patient, without causing any delay to patient care. There were no adverse events or injuries reported based on this event.